Event description:
It was reported through a service report that the jack would not always lower all the way down and there was dried hydraulic fluid on the release valve. No patient involvement or adverse consequences were reported.